Manufacturer narrative:
(B)(4).

Event description:
The health care provide reported via the manufacturer¿s representative that high impedances were measured on implantable neurostimulator (ins). The patient also had a loss of therapy. The ins was explanted, and fluid was observed in the ins header block at explant. The issue was resolved.